Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they were seeing a message that the system is operating in maximum settings. Patient states they are on program 5 at 0.7 volts. Patient changed to program 4 and got the max settings message at 0.4. Patient recalls being able to increase stim higher in the past. Patient reports he has not had any falls, trauma, or change in activity or recent reprogramming. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, however they have moved and need a new hcp, so the manufacturing representative was contacted and indicated they would reach out to the patient. Additional information was received from a manufacturer representative (rep). When asked about the cause of the issue the rep stated that it was unknown at this time. They stated that the patient said they had recently had a fall and that this was the most likely cause of the issue. When asked what steps would be taken to resolve the issue they stated that once the patient gets a new doctor they would meet with them in the office. This had not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the fall's effect on the device was not determined. They also stated that the cause of the max settings being reached was not known but could have been caused by the fall. Nothing was done or will be done to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back repeating the same information as previously noted. The patient did not see a healthcare provider (hcp) since last call. The agent again reviewed they needed to see an hcp regarding the max settings message. The agent again emailed physician listings to the patient and an email was sent to field staff again per patient request.